Event description:
The following event originated from a distributor in (B)(4): the distributor reported a ventilator with monitored fio2 reading that are 20% out of spec. They verified this by using an external analyzer (readings on the external analyzer were also different from the reading monitored by the ventilator). The ventilator was on a patient at the time of the incident. The patient was placed on another ventilator.

Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefuison technical support determined the reported event was most likely caused by a faulty gas delivery engine (gde). A replacement gas delivery engine was shipped to the distributor. A return goods authorization (rga) number was also issued for the return of the alleged faulty gas delivery engine for evaluation. As of as of may 20, 2015, carefusion has not received the alleged faulty gas delivery engine.